Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Ref MFR report: 1627487-2011-03230. The pt received a scs system on (B)(6) 2010. It was reported that the pt was unable to increase the stimulation on all of his programs. The stimulation automatically decreased. No further info is available at this time.